Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -14.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced lens opacity (anterior subcapsular opacities) which was observed on (B)(6) 2022 and noticed in the lens periphery at approximately 4 o'clock which was discovered on slit lamp examination. It was noted the asc was discussed the with patient and a decision was made to monitor the vision closely. Lens remains implanted. It is reported the problem is not resolved.

Manufacturer narrative:
B5 - the cause of the event was reported as the device. - should have been included. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).